Manufacturer narrative:
A beckman coulter fse (field service engineer) assisted the customer with troubleshooting over the phone and the customer stated noticing air bubbles in the ise (ion selective electrode) lines. The fse was dispatched and confirmed the presence of air bubbles in the ise reference lines. The fse replaced the ise reference solution valve to resolve the issue and repair was verified per established procedures. Failure mode is attributed to a failed ise reference valve.

Event description:
The customer reported obtaining erroneously high na (sodium) results for multiple patients involving the beckman coulter au680 clinical chemistry analyzer. The customer indicated that no erroneous results were reported out of the laboratory and there was no change or effect to patient treatment in connection with this event. The customer reported noticing multiple low na results of less than 133 mmol/l and proceeded to stop the run and repeat the samples. The customer stated that the repeat na values were normal but the customer declined to provide patient data for the event. Qc (quality control) results prior to the event was consistent with historical recovery. Qc was not run after the event until the instrument was serviced.